Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the second slide of the device allegedly failed to prime before using it on the patient. Reportedly, after several attempts, the device was able to prime and one tissue sample was able to retrieved. It was further reported that, before retrieving a second tissue sample, the device allegedly self-activated. The procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned for evaluation. The investigation is inconclusive for the reported self-activation and failure to prime. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a prostate biopsy, the second slide of the device allegedly failed to prime before using it on the patient. Reportedly, after several attempts, the device was able to prime and one tissue sample was able to retrieved. It was further reported that, before retrieving a second tissue sample, the device allegedly self-activated. The procedure was completed with another device and no coaxial was used. There was no reported patient injury.